Manufacturer narrative:
Device analysis report attached. This report is submitted on december 26, 2023.

Manufacturer narrative:
This report is submitted on november 07, 2023.

Event description:
Per the clinic, the patient experienced performance decrement with the device. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.